Event description:
It was reported that during preparation, the hospital staff attached one way valve, aspirated twice inside of the tray and removed from the tray straightly with grasping closely. Promptly after they removed the balloon from the tray, they tried to insert the intra-aortic balloon (iab) into the sheath introducer which had been already inserted in the pt's femoral artery. However, the balloon could not be advanced through the sheath introducer and finally they removed iab catheter and sheath as one unit. Another iab was opened and inserted without incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.